Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 was failed and device was not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 5 was not detected on the bus. A field service engineer powered off the device, removed the back panel, and reseated the row board cable on the drawer controller board. After restarting the station and logging into the hardware test application, the drawer was successfully detected. A functionality test was then performed, and the station was rebooted. Additionally, fse replaced rails on the drawer due to defective rails. The system functioned as intended after the field service engineer repaired the device.